Event description:
The customer contacted physio-control to report that their device has a service indicator present and that when attempting to power it on, the unit continuously reboots itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported failure wan an integrated circuit (ic) chip, designator u2. The removed sc pcb assembly was an ancillary part and there was no failure of this assembly.